Event description:
In 2008, the pt's mother stated that while at a wrestling meet, the pt's infusion device shut down and they were not able to turn it back on. She stated that they inserted several sets of batteries. She stated that the infusion device makes no sound and the buttons are unresponsive. The infusion device was not dropped and was not exposed to moisture. No physiological effects were reported. The pt switched to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.